Event description:
It was reported that upon interrogation a new pacemaker, it was noted that the pacemaker exhibited incorrect diagnostic measurement that caused false episode being recorded. There were no patient involvement reported.

Manufacturer narrative:
Reported event of incorrect measurement was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Shipping history suggested that the programming on device occurred after it arrived at japan. Analysis of the device image indicated the device was within normal range of operation. Further analysis found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.